Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up post-procedure. Upon review, it was discovered that right ventricular lead was pacing only. An x-ray was performed, and it revealed the left ventricular lead had dislodged. Programming changes were performed to rv lead pacing. The patient was stable and discharged home.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information noted that on (B)(6) 2019, the left ventricular lead was attempted to be repositioned however, the stylet could not be advanced in the lead. The lead was explanted and replaced. The patient tolerated the procedure well and was stable before, during, and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.